Event description:
It was reported that the patient experienced pain or discomfort and itching around the implantable pulse generator (ipg) site. It was also noted that the ipg was no longer working as intended. The patient underwent a procedure wherein the ipg was replaced, and the paddle lead was moved one vertebral body down to cover top of t8 and t9. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three years ago.

Event description:
It was reported that the patient experienced pain or discomfort and itching around the implantable pulse generator (ipg) site. It was also noted that the ipg was no longer working as intended. The patient underwent a procedure wherein the ipg was replaced, and the paddle lead was moved one vertebral body down to cover top of t8 and t9. The patient was doing well postoperatively. Additional information was received that the paddle lead was moved as it was not providing adequate pain relief from where it was originally placed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), batch: 7074124, UDI: (B)(4).